Event description:
During the sij fusion procedure, the surgeon experienced numerous obstructions during use of the first decortication instrument. Evenually the obstructions lead to the tip of the cutting element breaking off inside the joint. The surgeon attempted to retrieve the broken piece by irrigation and suction, but was unsuccessful. It was noted the surgeon followed the currect technique, but the anatomy was very challenging.